Event description:
Arjo was notified of an event involving arjo maxi move passive floor lift and passive clip sling (model number maa2000m-xl). It was reported that during patient transfer from a wheelchair to a bed the leg clip detached. The customer stated that during transfer the patient started kicking, and shifted her body weight around the sling causing that one clip detached. The patient fell out from the sling and hit her head on the chassis of the maxi move lift. As a consequence of the event the patient sustained laceration which required 4 staples.